Manufacturer narrative:
(B)(4). The amo field service engineer inspected the system at the customer's location and found the system to be operating per it's specification. No issues were found with the system. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Additional information -the patient received a retreatment and is reported to be doing fine. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with an overcorrected vision in each eye. The patient's post op best corrected visual acuity was 6/9 (20/30) in each eye.

Manufacturer narrative:
Additional information received stated that this patient did not undergo retreatment and is fine now. All pertinent information available to the manufacturer has been submitted. Placeholder.